Event description:
While rotating the gantry, movement suddenly stopped. The motor could be heard running. On-site initial investigation revealed that the output shaft of the gantry drive gearbox had sheared and the gantry was now free. The break occurred just inside the oil of the gearbox. There were no unusual occurences prior to the shaft shearing. Event did not occur during pt treatment.